Event description:
During the first treatment of a pt, two of two fields were treated. The therapist then prepared to take a port film. The accelerator attempted to deliver 250 mu, but when the therapist realized the error, 100 mu had been delivered. This exceeded the total prescribed mu by 100. If esc key is pressed on the veriflex keyboard, after rad-on and before rad-off, veriflex will fail to record treatment and will not register the treatment as being complete. It is then possible to re-treat the same field.